Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was taken off the insulin pump due to the health care provider believing that the insulin pump is not working. Mother stated that the customer's blood glucose readings have been in the 300 mg/dl to 550 mg/dl range. It was noted that the customer was running a temp basal of 200 percent and the blood glucose readings dropped to 33 mg/dl. Customer stated that she has been treating with 200 percent basal everyday and are still experiencing high blood glucose readings. No further information reported.